Event description:
As reported, the hydrosealant of a 5f mynx control vascular closure device (vcd) remained attached to the tip after the second button was pressed and the main body was withdrawn together with the unknown sheath. Manual compression was then applied to complete hemostasis. There was no reported patient injury. Sterile devices will be returned for evaluation, but the sealant was disposed of.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the hydrosealant of a 5f mynx control vascular closure device (vcd) remained attached to the tip after the second button was pressed and the main body was withdrawn together with the unknown sheath. Manual compression was then applied to complete hemostasis. There was no reported patient injury. Additional information was requested but not provided. The complaint device and sealant were not returned for analysis as it was discarded; however, five sterile 5f mynx control vascular closure devices were returned for investigation inside sealed pouch bags. Per procedure, sampling is required for sterile units, and the resulting sample size required a 100% inspection of all received units. A detailed visual inspection was performed individually on each of the five units. All units exhibited the same initial device conditions: button 1 was not depressed and button 2 was not depressed. The stopcock was found open on all five units. Five cordis mynx syringes were received, one corresponding to each device, and all syringes were found detached from their respective units. In all units, the sealant was present in its manufactured position and was fully covered by the sealant sleeves, with no sealant exposure observed. The sealant sleeves showed no abnormal conditions in any of the five devices. The catheter sheath introducer (csi) used in the procedure was not returned for analysis. The balloon in each unit was found deflated, and the core wire was present in all devices. The atraumatic tip of each unit did not present any damage or abnormal condition. No additional anomalies were observed during the visual analysis of any of the five units. A simulated deployment test was performed on all five units to verify functionality. Each unit functioned as intended, with the sealant deploying and the balloon retracting as expected. After aligning the tension indicators by pulling the distal tips in the distal direction, buttons 1 and 2 were depressed in the instructed sequence for each evaluated unit. No anomalies were observed during functional testing. The reported event of ¿sealant-inaccurate placement-complete¿ could not be observed as the complaint device was not returned for analysis, and the event was not observed through analysis of the sterile devices. The exact cause of the issue reported could not be determined. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the reported issue of the sealant remaining attached to the device after removal, especially since there were no issues noted during analysis of the sterile units. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analyses of the sterile units, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.